Event description:
R.n. [Registered nurse] removed needle cap to withdraw tb [tuberculin] medication and noticed there was no bevel on tip of needle. Needle was not used on pt. New needle syringe was opened and used for pt. Defective needle was given to clinical quality department.